Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the ck5 bolt and gasket on the water manifold was damaged allowing water to leak from the unit. The amsco 400 sterilizer subject of the reported event was manufactured in 2014 and was approximately nine years old at the time of the reported event. The user facility elected to have the unit deinstalled. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer onto the floor. No report of injury. Report of procedure cancellations.

Manufacturer narrative:
UDI related data quality updates only: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.